Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Per dealer, frame cracked between the rear post where the backrest attaches to the frame. Dealer reported that the end user was out shopping when this break occurred. Dealer alleges that the end user fell to the ground but, wasn't injured.